Event description:
The customer stated they have been receiving false negative results for leukocytes on their urisys 2400 (serial number (B)(4)) since (B)(6) 2011. The customer provided data on seven questionable results, six of which were discrepant and reported outside the laboratory. Repeat testing was performed on the customer's criterion ii analyzer. The customer defines a leukocyte value of large as greater than 500 wbc/ul. The customer defines a leukocyte value of moderate as greater than 100 wbc/ul. The first patient had an initial urisys leukocyte result of negative. On (B)(6) 2011, the repeat criterion result was moderate. On (B)(6) 2011, the microscopic analysis result was 146 wbc/hpf. The second patient had an initial urisys leukocyte result of negative. On (B)(6) 2011, the repeat criterion result was large. On (B)(6) 2011, the microscopic analysis result was 50 wbc/hpf. The third patient had an initial urisys leukocyte result of negative. On (B)(6) 2011, the repeat criterion result was moderate. On (B)(6) 2011, the microscopic analysis result was 20 wbc/hpf. The fourth patient had an initial urisys leukocyte result of negative. On (B)(6) 2011, the repeat criterion result was large. On (B)(6) 2011, the microscopic analysis result was 175 wbc/hpf. The fifth patient had an initial urisys leukocyte result of negative. On (B)(6) 2011, the repeat criterion result was moderate. On (B)(6) 2011, the microscopic analysis result was 20 wbc/hpf. The sixth patient had an initial urisys leukocyte result of negative. On (B)(6) 2011, the repeat criterion result was moderate. On (B)(6) 2011, the microscopic analysis result was 100 wbc/hpf. There were no adverse affects to the patients as a result of this event. The field service representative determined the cause of the event was mechanical failure, the strip transport was bent. He realigned the strip transport plates and cleaned the analyzer. The customer performed quality control. The customer performed multiple comparison runs between the urisys 2400 and their criterion analyzer with passing results.